Event description:
Bleeding - lip [lip haemorrhage]. Scratched lips/few millimeter cut on lips [lip injury] . Replacement brush head on electric toothbrush slipped out - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the replacement oral-b toothbrush head on their oral-b electric toothbrush slipped out while they were using it. They scratched their lips with the metal part of the oral-b toothbrush. No serious injury was reported. 02-feb-2023 follow up via e-mail: the consumer had a few millimeter cut on their lips and experienced (lip) bleeding. No serious injury was reported. 01-mar-2023 case update: the suspect product was oral-b power oral care refills 3d white eb18 brush set 2ct. No serious injury was reported. 07-mar-2023 case update: the suspect product lot was 2200b21100. No serious injury was reported. 06-apr-2023 case update from information initially received on 08-mar-2023: the suspect product lot was 2200b21100 u2172. No serious injury was reported.

Manufacturer narrative:
03-apr-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding - lip [lip haemorrhage]. Scratched lips/few millimeter cut on lips [lip injury]. Replacement brush head on electric toothbrush slipped out - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the replacement oral-b toothbrush head on their oral-b electric toothbrush slipped out while they were using it. They scratched their lips with the metal part of the oral-b toothbrush. No serious injury was reported. 02-feb-2023 follow up via e-mail: the consumer had a few millimeter cut on their lips and experienced (lip) bleeding. No serious injury was reported.